Event description:
The lay-user/pt contacted lifscan alleging that his one touch ultra meter was not powering on. On an unk date towards the end of 3/06, the pt's meter stopped turning on. The pt attempted several times to reach lifescan's customer service but was unsuccessful. In 3/06 the pt developed symptoms of "thirstiness, dizziness, and dry lips." He tried treating himself by eating "boiled cactus" which only helped relieve his symptoms temporarily. Since the symptoms persisted and he was unable to use his meter, the pt drove himself to the hosp in 06 for help. The pt got a reading of "387 mg/dl" from the lab. He was then given 2 injections of insulin (unk type(s) and dosages). The pt was hospitalized overnight. Upon discharge the next day, he got a reading of "132 or 133 mg/dl". During the time the reported meter was not functioning properly. The pt continued to take his prescribed oral diabetes medications. He was taking "glyburide 3 mg tablets," 1 tablet in the morning and 1 at night; and "prandin," 1 tablet 30 minutes before each meal. The customer care advocate (cca) noted that the pt had not changed the meter's battery for over 1 year. The pt did not have a replacement battery to try troubleshooting the meter's power issue. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the pt was unable to use the meter because of the alleged power issue and was ultimately hospitalized. The pt received insulin treatment for hyperglycemia.